Event description:
The physician reported that high impedance was seen for the patient and that imaging was ordered. The patient will be referred for revision. The patient has normal output and still feels the stimulation. No additional relevant information has been received to date. Surgery has not occurred to date.

Event description:
Additional information received from the physician who reports they are unsure if they saw high impedance or a low battery indicator. It was noted that dcdc = 4 on a system diagnostic test and the physician may have observed an ifi indicator, however the m102 device does not have the ifi indicator. Its unclear if high impedance and/or low battery was observed at this time. No additional relevant information has been received to date. No surgery has occurred to date.

Event description:
Patient underwent surgery and only had their generator replaced and it was indicated that high impedance was not seen at any time during the procedure. The explanted generator was noted to have been discarded. It was later reported that during a follow-up appointment the patient presented with high lead impedance with their new generator.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #2 inadvertently left out relevant information about the pre-op interrogation.

Event description:
Further information was obtained from the company representative that the patient's device was unable to be interrogated during pre-op due to battery depletion. The patient then underwent surgery and the surgeon identified that the lead pin was loose so it was removed, cleaned off and then reinserted and the impedance was within normal limits. The recent high impedance observed with the new generator is concluded to not be related to the initial high impedance captured as it resolved once the lead pin was reinserted.